Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Three months later, a lead associated with this ipg were returned from the manufacturer representative. The representative indicated that the chronic right ventricular lead was being explanted due to low impedance and suspected lead insulation problem. Information in the manufacturer database indicated there was an additional lead in place during the time of death. It was further reported that during this explant procedure, the patient died. The cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the full lead was returned in segments, analyzed and the inner insulation was breached metal ion oxidization. It was noted that the outer insulation had cosmetic metal ion oxidization, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.